Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2012-07566. It was reported that during an ablation treatment procedure, vessel perforation occurred and later expired. The anomalous target lesion was located in an acute angle (45-60 degrees) of the mid left circumflex (lcx) artery. The physician was performing ablation using a 1.25mm rotalink burr over a rotawire when a perforation occurred. Wire position was lost and the physician was unable to re-cross the lesion with a different wire. The physician then occluded the proximal portion of the lcx with an unknown balloon catheter to stop the leak. The patient was stable with no pain and was sent for observation. Later that day the patient started having pain and went into cardiac arrest. CPR was performed, but the patient expired before getting to the lab.